Event description:
Clinic notes were received for review reporting that a vns patient in (B)(6) 2008 had an episode of status. The seizures were partial with secondary generalization, with the face twitching. It is unknown if this is usual for this patient. The patient's treating neurologist will not release any further information in regards to this event. Unknown what interventions were taken.